Event description:
This is the second incident in 2 days of bent cystoscope. After the cystoscopy procedure, the urologist withdrew the disposable cystoscope and there was a break in the last 2 inches of the scope. The urologist reported that he felt it pop while inside patient. All pieces were attached when scope was removed but it was bent. Manufacturer response for cystoscope and accessories, flexible/rigid, versavue¿ (per site reporter).